Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 140 mg/dl. No further information reported.